Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. E1 reporting institution phone #: (B)(6). E1reporter phone #: (B)(6). A philips field service engineer (fse) went to the customer's site and performed functional testing with a simulator. The system meets the specification for the performed service and is returned to use. The fse advised the practitioner to obtain an ear sensor in order to avoid problems with the manipulation of the sensor by the patients.

Event description:
The customer reported that the spo2 value problem, variation on the data. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.